Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 20 mg/dl. The customer was sent home from work when the customer was feeling ill from low blood glucose. The paramedics were called and the customer was hospitalized in (B)(6) 2009. The customer was in a vehicular accident and was the driver. The customer stated that they were new to their insulin pump and was doing a set change prior to the hospital admission. The customer did not disconnect from the insulin pump during the manual prime process. The customer did not provide any further information about the hospitalization. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.